Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: iin response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone none given.

Event description:
Qv sars otc, hands/fingers sore and irritated--tss referred customer to the distribution center, twist cap to the left.